Event description:
My husband was admitted to the hospital for a gi bleed and had emergency surgery on (B)(6) 2016. He was and still is in serious condition. During his hospitalization he has had a lot of treatments, tests, medications, and transfusions. My husband has numerous diagnoses. I feel like, the reaction that caused his skin to look like a burn pt and ischemic has not been resolved or answered why. Did my husband have an allergic reaction to medication? The injury that he received does not seems consistent with fluid overload or dic. He was on numerous medications, vasopressors, and blood products, during this time and at one point I believe that the concentration of norepinephrine and/or phenylephrine was double. My husband had generalized limb swelling, large blisters and skin sloughing. I feel that we still don't know how or why my husband obtained such extensive injury to his skin. Also, my husband's defibrillator miss fired and gave him 79 shocks for rhythms that were not shockable. I called and reported it to the FDA. The defibrillator is off. It is a boston scientific defibrillator. The hospital treating his wounds as a burn victim. My husband case is very complicated. Therefore, I am requesting that you investigate what happened to his skin and the malfunction of his defibrillator that was installed (B)(6) 2016 and now due to the number of unnecessary shocks delivered his battery is in red at a warning signal. Therefore, at a later date we will have to decide to replace a battery that was suppose to last 5 years. My husband had never received any shocks from this defibrillator until (B)(6) 2016. Boston scientific defibrillator still in the ICU not taking regular prescription medications. However, history of taking medications for chronic health conditions when not in the hospital. Dates of use: (B)(6) 2016. Event abated after use stopped or dose reduced? Yes.